Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced frequent asystole alarming on telemetry. The implantable pulse generator (ipg) exhibited pacing spikes. The ipg remains in use. No further patient complications have been reported as a result of this event.